Manufacturer narrative:
PMA/510(k) #= k162717. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: as reported to customer relations: "placed the device for an esophageal tumor, it migrated to the stomach (unknown how soon after procedure). Unretrievable because the scope couldn't pass the tumor, device had to be removed surgically." Dm doesn't know if patient had another stent placed. Dm doesn't have event date, sounds like it was a few weeks ago. Dm doesn't know if customer reporting this to FDA. Device evaluation: the evo-20-25-10-e of unknown lot number was unavailable for evaluation. 1.1.1 what is the reorder number of the wire guide used with this device? Unknown 1.1.2 if not, with the device in question, how was the procedure finished? Unknown 1.2 for complaints occurring during use (once in contact with patient) also ask: 1.2.1 what is the endoscope manufacturer and model number that was used during the procedure? Olympus, model unknown 1.2.2 had dilation of the stricture been performed prior to stent placement? No 1.2.3 what was the diameter of the stricture at the time of stent placement (in mm)? Unknown 1.2.4 what was the length of the stricture at the time of stent placement (in cm)? Unknown 1.2.5 please describe the location in the body where the stent was to be placed. Esophagus 1.2.6 was resistance encountered when advancing the wire guide through the stricture? Unknown 1.2.7 was resistance encountered when advancing the introducer and stent into position? Unknown 1.2.8 did any section of the device detach inside the patient? Yes 1.2.9 was the stent partially deployed when removed from the patient? Fully 1.2.10 after placement, was stent position verified? Yes 1.2.10.1 if yes, please describe how. X ray 1.2.11 after placement, was the endoscope advanced through the stent? Unknown 1.2.12 please estimate amount of time the stent was in place prior to this occurrence. Unknown (perhaps multiple weeks?) 1.2.13 did the patient undergo chemotherapy or radiation treatments after stent placement? Unknown with the information provided a document based investigation was carried out. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Root cause: there was no device returned for investigation, and no images available for review therefore a definite root cause could not be determine. However, as per the instructions for use, (ifu0061-5), stent migration is listed as a complication following the placement of this device. Document review: as the evo-20-25-10-e from unknown lot number, a review of the relevant manufacturing records cannot be conducted. Prior to distribution all evo-20-25-10-e devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. IFU review: as per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Summary: there is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. The stent was removed surgically and from the information provided, no adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted as the stent migrated and the patient required surgical intervention to remove it. "Placed the device for an esophageal tumor, it migrated to the stomach (unknown how soon after procedure). Unretrievable because the scope couldn't pass the tumor, device had to be removed surgically." Dm doesn't know if patient had another stent placed. Dm doesn't have event date, sounds like it was a few weeks ago. Dm doesn't know if customer reporting this to FDA.